Event description:
The customer reported that the sensor electrode broke off underneath the skin as he attempted to remove it. Initially, the sensor had not inserted completely in the skin. The customer pushed down on it and he heard a snap. When removed it, he noticed what had happened. The customer stated that he can see a pump. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.